Manufacturer narrative:
No product available to be returned.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 50 mg/dl (aviva) and 550 mg/dl (emts' meter). The patient's husband stated that he could not get his wife's blood glucose level above 70 mg/dl for three days and continued to feed her sugar and gave her insulin on a sliding scale. On the third day her speech was slurred and he was advised to call for paramedics. When the paramedics arrived, that is when the discrepant results were obtained. The patient was taken to the hospital; on the way to the hospital the patient experienced a heart attack and went into a diabetic coma. The patient stayed in the hospital for 5-6 days. Treatment information was not provided. The patient was unable to locate the remaining strips or strip vial; therefore, no product could be requested to be returned for product evaluation.